Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving infumorph (10 at .5) via an implantable infusion pump. It was reported that the patient went to emergency room a few days before the elective replacement indicator (eri) date with symptoms of withdrawal. It was noted that the pump had stalled and it was replaced. The explanted device was in the possession of the hospital and the patient was alive with no injury. No further complications have been reported as a result of this event.